Event description:
It was reported that cardiac arrest and death occurred. The patient presented with non-st elevation myocardial infarction (nstemi). Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the left anterior descending artery. Following pre-dilation with a 2.50 x 12mm non compliant (nc) balloon at 12 atmospheres, the lesion was stented with a 3.50 x 48mm synergy stent at 14 atmospheres. Post dilation was performed with a 3.50 x 12mm nc balloon at 12 atmospheres. Immediately after post dilation, the patient had cardiac arrest. Cardiopulmonary resuscitation was performed but the patient died.